Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the patient went to the hcp and stated that they were not having any success with the nerve stimulator any longer. They stated that they did not feel that there was any difference between having the stimulator on or off. They adjusted the stimulator to try to get ideal settings but had not had any change in their fecal incontinence symptoms. The patient opted for removal of the device as it had no longer been beneficial for them. The postoperative diagnosis noted that the reason for removal was for fecal incontinence with a nonfunctioning sacral nerve stimulator.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID: 3889-28 (lot: va18mwc); product type: 0200-lead; implant date (B)(6) 2016; explant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.